Event description:
Unable to pass a standard .021 or standard .025 j wire through the lumen of the catheter's distal port. The swan-ganz had to be changed out with another manufacturer's product to complete the case. There was no harm to the patient. This same issue had been noted with a previous lot number which was involved in a recent edward lifesciences recall dated (B)(4) 2012. Another edwards lifesciences catheter was also taken out of the package and tested, again the same issue was noted-this lot number is 59219796, ref 143htf7.======================manufacturer response for swan ganz catheter, swan-ganz (per site reporter).======================manufacturer had not yet received any reports of problems with this particular lot number. The issue appears to similar to the problem noted in the recall dated (B)(4) 2012- "void in the distal lumen" causing the j wire to get hung.